Event description:
It was reported that during trialling, when using the poly impactor to impact the poly, the poly snapped.

Manufacturer narrative:
H10. H3, h6: the device, used for treatment, was returned for prior evaluation but discarded. Visual inspection of the returned device revealed the version of poly trial that broke was the older design. There was no impact to the patient. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placement and removal of the poly trial. The user is instructed to instructed to follow the tibia first: implant planning and placement guidelines when going through this process. The poly insert trial is designed to engage with the tibial trial when placed in the patient's anatomy and prevents any catching from respective geometries. The user's manual provides detailed instructions for placing the poly trial.